Event description:
It was reported that the patient has experienced an increase in seizures since vns implant. It was reported that the patient can feel device stimulation. The physician's office reported that the patient's father reported an increase in seizures between five and six in the evening so the patient's medications were adjusted. The physician's office reported that the device was last interrogated on (B)(6) 2014, but that no device diagnostics were performed at this time. The physician's office did not know whether or not the patient's seizures were increased above pre-vns baseline frequency.